Event description:
During a pacemaker generator exchange the patient presented with a calcified pocket, preventing the physician from dissecting through it. The soft tissue around the calcification pocket was dissected to try to remove the calcified pocket and a lead on the pacemaker was damaged. It is currently unknown what the extent of the damage to the lead was and how the damage was repaired. Patient information currently unknown.

Manufacturer narrative:
Method, results and conclusion: generator still in use and facility not returning for investigation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.